Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced noise. The caller did not provide additional information, no known intervention. The lead remains in use. No patient complications have been reported as a result of this event.